Event description:
Patient was implanted with va proximal olecranon plate and screw construct on (B)(6) 2012 to treat a fracture elbow. Post operatively and post discharge from the hospital, the patient fell in the shower and landed on their elbow. Upon examination and x-ray on an unknown date, it was revealed that one of the va locking screws had pulled out of the plate when the patient fell, loosening the entire construct. The patient returned to the operating room on (B)(6) 2012. The surgeon removed all the hardware. Due to additional damage to the original fracture site, the surgeon decided not to re-implant additional hardware. There was no additional information on the condition of the patient following the removal. This is 1 of 6 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received.